Manufacturer narrative:
Other relevant device(s) are : product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that she fell on (B)(6) 2019 and believe she dislodged her lead. Patient reported that they were going to see their health care professional this morning because she had fallen and had the leads checked out to see if they had dislodged. No further complications were noted or anticipated.